Event description:
Hospital staff responded to a cardiac arrest, pt condition not reported. Disposable defibrillation electrodes were attached to the pt. Reportedly, when an attempt was made to activate pacing, service flashed on the screen and pacing could not be turned on. The device operator cycled power to the device, the device would not complete the start up sequence. A back up device was made available and care to the pt was continued. The reporter started there was no adverse affect to the pt as a result of device operation.